Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 6dec2018. Philips field service engineer (fse) confirmed the reported problem and replaced the power supply to resolve this issue. The unit passed performance assurance test successfully and is ready for patient use.

Event description:
Customer reported the unit was not switching on. No patient/user harm reported. The event date was not specified; estimate used.